Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the worn-out lock latch on video connector a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device scope in lose with intermentant connection. The issue occurred during set up. There were no reports of patient involvement.